Event description:
Remicade secondary infusion set up to infuse at 10ml/hr (remicade 500mg in 250ml). Primary infusion was normal saline at 15ml/hr. Nurse left the room after setting up the remicade infusion and came back in 10 or 15 minutes and the whole container of remicade was empty. No pt injury or medical intervention. Hospital biomed found no issues after testing the pump and checking the event logs. Pump and tubing are being sent here for investigation. Product is not received as of yet. A follow-up report will be sent when the investigation is complete if the products are received in the future.

Manufacturer narrative:
(B)(4).